Event description:
It was reported that the patient attended clinic complaining of pain in the device pocket with a low grade fever. Pain on palpation of the pocket was noted, without observed warmth, redness or other inflammatory signs. Blood tests and cultures were obtained which did not indicate any evidence of infection. Extravascular implantable cardioverter defibrillator (ev-ICD) migration with minor rupture of muscle fibers was suspected. Analgesic treatment and antibiotic therapy was prescribed and the patient will be closely monitored. The ev-ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.